Manufacturer narrative:
This was initially submitted on the summary report dated april 30, 2014 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced a physical injuries and damages, pain, suffering, mental anguish, emotional distress, physical impairment, disfigurement, other serious injury and a product problem. Furthermore, it was reported that the plaintiff died. The causes of death reported were congestive heart failure and mild renal insufficiency. Related to MFR # 2183959-2015-00601.